Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. One day after onset, the patient was hospitalized for the event and was discharged three days later. The patient was treated with vancomycin injection (1gm every 5 days, ongoing, route not reported) and magnova injection (500 mg, once a day, ongoing, route not reported) for the peritonitis. Three days after event onset, the patient was recovered. Pd therapy was ongoing. No additional information is available